Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory the pacer generator, associated with this rv lead, was evaluated. Engineers confirmed the pulse generator met specifications; however, rv lead impedance information obtained via device memory, confirmed acute changes in rv pacing impedance supporting previous allegations of a rv lead fracture. To date, information indicates this lead remains implanted and in service.

Event description:
Boston scientific received information that the patient with this pacemaker system presented to the hospital, no pacing was noted, and it was suspected that this right ventricular (rv) lead was fractured. Additional information was received that the pacemaker generator had been explanted. Boston scientific field representatives have been unable to obtain any further information related to this event. At this time, evidence suggests that this rv lead remains in service.